Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an endoleak observed near a junction between a surgical graft and a non-gore endoprosthesis. It was planned to implant a conformable gore tag thoracic endoprosthesis to cover the junction. During the advancement of the delivery catheter, the leading olive was caught in the distal end of the non-gore endoprosthesis, and the distal end of the endoprosthesis was ridden up. The conformable gore tag thoracic endoprosthesis was then deployed as planned, and touch-up ballooning was performed. After that, intra-procedure angiography revealed a thoracic aortic dissection near the distal end of the non-gore endoprosthesis. Reportedly, the physician considered that the dissection was developed when the distal end of the non-gore endoprosthesis was ridden up or the guidewire was advanced, and fragility of the aortic wall contributed to the dissection. The origin of the adamkiewicz artery was located in the area of the dissection, so it was decided to monitor the dissection. The procedure was concluded, and the patient tolerated the procedure.